Event description:
It was reported that intermittent unspecified malfunction alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. The customer addressed their bg with a correction bolus. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.